Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient saw an elective replacement indicator (eri) message and call your doctor screen. The ins reportedly only lasted a year. It was noted that it might be due to the patient¿s high settings and that the patient¿s amplitude was set at 3.2v. The patient was worried the ins would die before replacement could occur. The patient¿s ins was replaced on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on additional information received and review of the event, the previously reported (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they patient were dissatisfied/unhappy with the longevity of their most recently replaced ins. The patient stated that their previous ins battery lasted 3 years but the most recent one last only 2 years. There were no further complications reported or anticipated.